Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized with high blood glucose. The blood glucose reading was 13.8mmol/l. It was stated that the cannula was bent, but the insulin pump did not alarm no delivery. The customer experienced nausea, frequent urination, dehydration, and could not eat for twelve hours. Performed the high pressure test and the test passed, but the customer was dissatisfied with the results and they believed that the insulin pump should have gone off while they had the severely bent cannula issues. The caller did not feel comfortable with the device and requested a replacement. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.